Manufacturer narrative:
It was reported that the patient's condition deteriorated a few hours after enterprise stent assisted noncordis coil embolization of a basilar artery-superior cerebellar artery aneurysm. The target aneurysm was located in the basilar artery (ba) to superior cerebellar artery (sca). Bleeding was observed from the left vertebral artery by CT angiography. Embolization was conducted for the bleeding site. The patient is presently monitored and followed up. The physician reported that considering that the bleeding lesion was not the treated aneurysm but the vertebral artery, it is possible the bleeding was caused by the action of anticoagulant which affected the fragile vessel. Additionally it was reported that it was considered that the vessel became fragile because of the vascular disease. The physician commented that any of the devices could have caused perforation or minute damage, and it was possibly the noncordis micro-guidewire which was inserted first. Damage to the vessel was confirmed; however, perforation or dissection was not confirmed. It was reported that an envoy guiding catheter, which was not advanced to the area of the bleed was used. A noncordis sl10/boston scientific microcatheter was placed first followed by a prowler select plus (606-s255x) through which the enterprise (enc452212) was delivered. It was reported that it was possible that the prowler caused the bleed, but that it was unlikely according to the physician's comment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15106733 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. The process monitoring indicated that there were no excursions were found for lot 15106733. Bleeding/vessel injury are known potential adverse events associated with this type of procedure as identified in the device instructions for use. Based on the implant site of the enterprise to cover the neck of an aneurysm in the ba-sca with report of the bleed from the vertebral artery, because the enterprise is within the delivery microcatheter until it reaches the implant site and the sca arises near the termination of the ba, there is no indication that the enterprise stent and delivery wire would have been in direct contact with the vertebral artery. Based on the available information and without procedural and post procedural images, no conclusion can be made regarding the relationship of the devices to the event. However, as reported by the physician it is possible but unlikely that the prowler select plus microcatheter caused the bleed. As reported, the patient's medical condition, pre-existing vascular disease and possibly concomitant devices are factors that likely contributed to the event. There is no indication that the event is related to any device design or manufacturing issues; therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00177 and 1058196-2010-00178.

Event description:
The patient was male, (B)(6) with unknown weight. The target aneurysm was located in (B)(6). The procedure was coil embolization with non-cordis coils assisted with an enterprise stent (enc452212). A few hours after the procedure, the patient's condition deteriorated. Bleeding was observed from left vertebral artery by the CT angiography. Embolization was conducted for the bleeding site. The patient is presently monitored and followed up. The physician commented that the bleeding lesion was not the treated aneurysm but vertebral artery, but it could be possible the bleeding was caused by the action of anticoagulant which affected the fragile vessel. Additionally it was reported that it was considered that the vessel became fragile because of the vascular disease. Other devices utilized during the procedure consisted of select plus 150/5 microcatheter (606-s255x lot number 15106733), enterprise, sl10, boston scientific for coil delivery, gc: envoy str 100cm (catalog/lot unknown), gw: competitor's product.

Manufacturer narrative:
The physician commented that any of the devices could have caused perforation, and it was possibly the gw (competitor's product/ micro guide wire) which was inserted firstly. The "damage" of vessel was confirmed, not perforation or dissection. During the procedure, the vertebral artery was the vessel used to access/deliver the gw, envoy, microcatheters, coils, etc. First, the microcatheter sl10 (boston scientific) was placed, then, the prowler 606-s255x was placed. The guide catheter envoy did not advance to the vessel. It was possible the 606-s255x had caused the bleed, but it was unlikely according to the physician's comment. Finally, it was indicated that the enterprise and select plus 150/5 cm will be reported to (B)(4) authorities. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00177 and 1058196-2010-00178. Additional information will be submitted within 30 days upon receipt.